Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 2,000 ohms and high thresholds. This resulted in a lead safety switch. It was noted this was a gradual rise which was a physiologic process. Technical services discussed with the health care professional to check the lead in clinic. The lead remains in service. No adverse patient effects were reported.